Manufacturer narrative:
Product analysis: the complaint was partially confirmed. The display was found to be chipped and the cursor skipped during testing. The display, mother board, and hard drive were replaced. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the upper right area of the programmer's display was unresponsive. The programmer was returned for service. There was no patient involvement.